Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted 1 non-sustained tachycardia episodes that was recorded on (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: product ID d284drg implantable cardioverter defibrillator, implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received one inappropriate shock while bending over. Upon further analysis, the right ventricular (rv) lead exhibited t-wave oversensing (twos). The ventricular sensitivity was adjusted and the rv lead remains in use. No further patient complications have been reported as a result of this event.